Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on (B)(6) 2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2007 for permanent birth control. Sometime following to the implant, plaintiff began to experience symptoms that included, but were not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported - interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2014, plaintiff underwent surgery to try and alleviate the symptoms. Plaintiff did not become aware or form a belief that her symptoms and injuries were caused by the essure device until approximately (B)(6) 2015. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She underwent surgery to alleviate the symptoms, around 8 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 28-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and she presented sharp stabbing pelvic pains and heavy bleeding, serious events due to medical importance and listed in essure's reference safety information. After essure insertion, pelvic pain may occur. Also, genital bleeding and menses pattern changes may occur. In this present case, consumer experienced sharp stabbing pelvic pains and heavy bleeding during essure's use. She underwent surgery to alleviate the symptoms, around 8 years after insertion. This case was regarded as incident, since surgical intervention was required. Other non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.